Manufacturer narrative:
B3: unknown. E1: phone (B)(6). One device was received for evaluation. Visual inspection found a broken battery compartment. A review of the event history log found 'high pressure' and 'sensor mismatch' and 'no disposable' alarms. Functional testing was able to verify and duplicate the reported problem. It was determined the most probable cause was the expulsor. The expulsor was sanded down. The service history review identified no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the delivery rate is outside target range on both ida channels. There was unknown patient involvement.